Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient¿s cgm was reading 120 mg/dl and was fluctuating between 80-120 mg/dl. The patient was wearing a tandem insulin pump. The patient was experiencing fatigue, nausea, and incoherence. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 580 mg/dl while the cgm was reading 120 mg/dl. The patient¿s cgm was removed and the patient was treated with IV insulin and IV fluids due to dehydration. The patient was in the hospital for approximately 24 hours and then discharged with bg meter readings ranging between 250-300 mg/dl. At the time of discharge, the patient was still not feeling well, was dizzy, and had fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.